Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. Reportedly, the customer replaced the cartridge and continued insulin therapy.